Manufacturer narrative:
As the forceps are not a repairable device, they were not returned to the healthcare facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, a screw was found to be missing from the 22cm sp bayonet forceps. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.